Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
This complaint is being reported as a malfunctioned due to the alleged animas pump temperature issue. The animas pump felt hot when she woke up in the morning. There was no patient impact associated with the temperature issue. There was no corrosion in the battery compartment or on the battery. No product misuse was identified.